Event description:
Meter name: one touch profile. Strip name: lifescan ot strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported they were unable to get any readings on the meter. The pt had to go to a clinic to get tested. Their meter allegedly would only prompt insert strip message. Issue was not resolved. Unable to test on meter. No readings. No comparison. Treatment unk. No further info has been reported.